Manufacturer narrative:
Initial and final MDR 1905876 - MDR 8021545-2024-01733 - device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced 2 infusion set tape not sticking event on (B)(6) 2024. The infusion set was in use for few hours. No further information available.